Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. A lead abrasion was suspected. No intervention has been performed. The patient was stable and will continue to be monitored.